Event description:
In 2000, the vascular surgeon informed the distributor's sales specialist of the following: unable to infuse or aspirate the device. The physician was taking out the device, the catheter had to be retrieved in interventional radiology. No further details were provided.